Manufacturer narrative:
E1: (B)(6) based on the available information, this event is deemed to be serious injury. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 3003442380.

Event description:
It was reported that the patient was hospitalized for less than 24 hours with the symptom of headache and extensive throwing up due to diabetic ketoacidosis associated with high blood glucose levels 400mg/dl and was treated by manual injection and extra bolus on (B)(6) 2026.